Event description:
In 2005, the lay user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately. The pt obtained results of 195 mg/dl on 10/2005 at 6:06 pm, 240 mg/dl one day later at 12:55 pm, 208 mg/dl one day later at 5:44 pm, and a 300 mg/dl two days later at 12:06am; all the while believing that the results were 19.5 mmol/l (converts to 351 mg/dl), 24.0 mmol/l (converts to 432 mg/dl), 20.8 mmol/l (converts to 374 mg/dl), and 30.0 mmol/l (converts to 540 mg/dl), respectively. Due to the results, the pt took "extra insulin". She could not recall the exact amount of insulin; however, she believes she may have taken 2 to 4 extra units. She described feeling as though she was experiencing hypoglycemia. She began worrying about her meter reading incorrectly and decided to visit her nurse. The nurse decided to give her a new meter. The nurse tested her blood glucose level and obtained a 1.9 mmol/l (converts to 34 mg/dl). The pt was treated with glucose tablets, tea, and biscuits. No other info was provided. The customer care advocate (cca) discovered that the pt may have swapped her meter with her family member's meter. The cca also discovered the unit of measurement issue. The pt could not recall if the meter was previously set to the correct unit of measurement. The pt misinterpreted the results, took additional insulin, developed hypoglycemia, and received treatment for a blood glucose level of 34 mg/dl. The meter and control solution were replaced.